Event description:
Both knees were replaced with depuy sigma joint in (B)(6) 2007. Left knee started serious pain and could not bear weight in (B)(6) 2010. After many x-rays and bone scan by two different doctors, the dr. That replaced the knees in 2007 decided the only way to resolve the problem was to reopen the left knee. On (B)(6) 2011, the operation was performed. In opening the knee, it was found that the original joint had a piece of the polyethylene broken off and floating in my knee. He replaced a part of the joint. I have the failed pieces. I was on crutches or in a wheelchair from (B)(6) 2010 to (B)(6) 2011. I am still using a cane and have trouble of it bearing weight for full mobility. (B)(6) and myself have paid for all of the medical charges. Physical therapy from (B)(6) 2011 to present.